Event description:
It was reported that the insulin pump was malfunctioning and continuously dumped insulin into him. His blood glucose was below 25mg/dl and they had to call the squad. After giving him an entire jug of insulin his blood glucose was still 27mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the customer was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.